Manufacturer narrative:
The investigation determined that a higher-than-expected b-hcg result was obtained when an in-house qc fluid was tested using vitros b-hcg lot 3220 on a vitros eci immunodiagnostic system. A definitive cause of the event was not established. A potential cause of the event was qc fluid mix up, whereby a vitros re c3 control fluid was run in place of an in-house qc fluid (qca5) in error. The vitros b-hcg result of 419.21 miu/ml was similar to the vitros re c3 results obtained around the time of the event. A review of the well push times confirmed that the qca5 in-house control fluid had been run out of sequence whereby no result was initially sampled and therefore, the higher-than-expected result qca5 was a rerun. Upon follow-up with the operators running the interim stability testing, the qca5 and vitros re c3 control fluids were in the same cup positions (position 0) on different trays. The operator running the fluids indicated they could have inadvertently picked up tray 2 instead of tray 1 when the qca5 fluid was re-run, but qc fluid mix up could not be definitively confirmed. Quality control fluid results on the day of testing indicate a vitros b-hcg lot 3220 performance issue is not a likely contributor to the event. An instrument issue is also an unlikely contributor to the event, as there was no evidence to suggest an instrument malfunction. However, diagnostic precision testing on the vitros eci immunodiagnostic system was not performed and therefore, an instrument issue cannot be completely ruled out. The higher-than-expected vitros b-hcg result was obtained from an in-house qc fluid as part of internal stability testing. No patient sample results were affected over the course of the investigation; however, the investigation cannot rule out that patient sample results would not be affected if the event were to recur undetected. Email address for contact office is (B)(4).

Event description:
A customer obtained a higher-than-expected b-hcg result when an in-house quality control(qc) fluid was tested using vitros b-hcg lot 3220 on a vitros eci immunodiagnostic system. In-house qc fluid (qca5) vitros b-hcg result of 419.21 miu/ml versus the expected result of 5.52 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher-than-expected vitros b-hcg result was obtained from an in-house qc fluid as part of internal stability testing. No patient sample results were affected over the course of the investigation, however, the investigation cannot rule out that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Non-conformance (nc) (B)(4).